Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow report.

Event description:
The patient reported a slight blow to head while at work, afterwards he could not hear with his audio processor.